Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair".number of times returned-1, service report. The following repair activities were performed physical damaged front panel replaced and poor contact in the plug connection corrected. Functional test according to test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr. Output power test completed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Functional test performed, and electrical safety test completed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed that before an arthroscopy procedure the generator has shown the following error 200 ref 65. It was not possible to use it. Another generator was used to complete the case. There was no patient consequences.